Manufacturer narrative:
Valve remains implanted so it will not be sent back to manufacturer. Non of the choices in are applicable. A stroke is by definition in aata/sts guidelines a reportable event for a heart valve patient. Given our present lack of information, it is not known if medical intervention was done, but it is a possibiiity. A follow-up MDR will be prepared if we are able to get further information.

Event description:
Aortic valve replacement patient. A stroke was alleged to have occurred in this patient, and that the patient recovered and is doing ok. There is currently no further information. The implant center is not willing to release further information requested by on-x, citing patient confidentiality, even with knowledge of regulations that supersede hipaa confidentiality rules. We continue to correspond with the center on this matter. If further information is learned, a follow-up report will be done. This is being reported because stroke in a heart valve patient is define to be reportable in the aats/sts guidelines. Cannot find out the serial number. Device remains implanted.